Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac joint and thoracolumbar spine (lower spinal cord, middle spinal cord) procedure. It was reported that on (B)(6) 2022 both the navigation system and imaging system were being used for scoliosis procedure. The health care professional notified the manufacturer representative that the left side of l2/3/4 had deviated, and the patient had developed neurological symptoms, so a repeat surgery would be performed. The surgery was performed by fixing the th4-l5, and the screw was installed from the lower level. During the first imaging, a sense of discomfort was felt after probing the l5, since an error was confirmed, a re-imaging was performed and checked that the accuracy was good before using it. The revision procedure was performed on (B)(6) 2022. Additional information was received stating that the revision surgery was completed successfully. No adverse events occurred. The inaccuracy was about 5 millimeters.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Regulatory report # (B)(4) for the navigation issue. If information is provided in the future, a supplemental report will be issued.